Event description:
The customer reported poor image quality. No patient injury was reported.

Manufacturer narrative:
The ge service rep was unable to verify any imaging problems. He verified imaging chain resolution, auto mode tracking, kvp and dose accuracy, monitor greyscale calibration, all in spec. Observed problematic images, lateral spine not collimated or mag to reduce optical glare around anatomy / scatter radiation. Use collimation / mag1 mag2 to eliminate glare / white around anatomy. System fully functional as intended.